Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for vomiting and high blood glucose on (B)(6) 2020. Blood glucose level were 500 mg/dl and 546 mg/dl. Auto mode was off at the time of incident. Troubleshooting was performed. Customer was treated with intravenous drip. Customer experienced symptoms like vomiting. Based on customer report proceeding in troubleshooting customer was alleged possible pump under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the insulin pump got pump error as well as huge crack on it too at the back where the battery. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly. Device received with serial number label missing, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.